Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's husband contacted the distributor on (B)(6) 2015 to report that the patient was small and frail and was experiencing comfort issues. The patient had a red itchy irritation on her back under the vibration box. The affected area was not open or bleeding. The patient was issued replacement garments and during a follow up with the patient's husband on (B)(6) 2015 he reported that the garments were too tight and were cutting into her skin and leaving red blisters. A customer service representative visited the patient and gave her a larger garment size. The customer service representative reported that the irritation was improving and was being treated as instructed by the patient's doctor. There was no alleged device malfunction. The final medical outcome of the irritation is unknown.